Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported they received coolsculpting system (cs) treatment with an cooladvantage curve applicator and the patient presented with firm, hyperplastic masses under bra line and on right and left sides of back. Patient was diagnosed with paradoxical hyperplasia (ph) 19 months post (B)(6) 2024 treatment. Patient also reported suffering chronic pain, persistent insomnia, and having their pre-existing arthritis and anxiety severely aggravated. Later patient reported having a deformed treatment area. The patient was referred to diagnostic ultrasound and reconstructive surgery. Later, healthcare professional reported pain "in the right side of the rib", "burning/zinging pain", "it spasmed like a charley horse", "could hardly walk" and self esteem issues. Later, patient reported through the treatment form that they received coolsculpting treatment to the flanks with a cooladvantage applicator. Per abbvie medical safety: based on the information received, the information indicates the patient had a possible hernia (common types of hernia include inguinal (groin), femoral (upper thigh), umbilical (belly button), incisional (though a scar from previous abdominal surgery), hiatal (diaphragm), ventral/epigastric, and sports (groin) and it appears the patient received cs treatment to the flanks and bra line, and no cs treatment to the abdomen or common locations of a hernia were provided. Paradoxical hyperplasia was determined to be serious injury and assessed as a reportable event.